Event description:
A 3.0mm diameter x 12mm length s670 rapid exchange stent delivery system was inserted into the left anterior descending coronary artery. There was no pre-dilatation of the calcified target lesion prior to the device insertion. During attempts to advance the stent delivery system across the lesion, the stent was reported to have caught on calcified plaque, which caused it to "accordion". Therefore, the stent and delivery system were pulled back from the coronary artery and into the guide catheter. Upon removal, the stent dislodged from the stent delivery balloon. The stent was snared successfully from the pt and the pt was reported to be fine post procedure. The physician did not follow the instructions for removal of an undeployed stent since it was attempted to pull the stent back into the guide catheter while engaged in the coronary artery. There was no add'l clinical sequelae reported relative to the event. There was no device returned for eval.